Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to the second of three flexiva 200 laser fibers that were used in the same procedure. It was reported to boston scientific corporation on (B)(6) 2019 that three flexiva 200 laser fibers were used in a ureteroscopy with laser lithotripsy procedure in the ureter performed on (B)(6) 2019. Reportedly, the laser unit used was a lumenis 30 watt console with a laser settings of 20 hertz and 0.3 millijoules. According to the complainant, during the procedure, it was noted that the sma connector of the laser fiber was hot to touch after several minutes of usage. A second and third of the same device were used and the same issue occurred. Reportedly, there was no burn injury to the user and it was thought that the laser unit also overheated. The procedure was completed with the same laser unit and a fourth flexiva 200 laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event. There were no patient complications.